Manufacturer narrative:
The initial MDR contained the incorrect list number for the architect clin chem magnesium assay, which was deemed the likely cause of the customer issue. The initial MDR documented the list number as 07d70. The correct list number is 03p68, which is not distributed or marketed in the us. Therefore, the initial MDR was filed in error and should be disregarded.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that a sample from one female patient ((B)(6)) generated an initial architect clin chem magnesium assay result of 3.34 mmol/l on an architect c16000 analyzer. The sample retested at 0.92 mmol/l. The typical normal reference range for this assay is 0.66 to 1.07 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.